Event description:
The remb micro drill was returned for service. Upon eval, at the MFR, it displayed a bias current error signaling a condition occurred from which the device has the potential to run without user activation. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Corrosion was discovered within the motor assembly.